Manufacturer narrative:
The field service engineer performed a full re-tube of the cuvette washing station. The mixer was adjusted. The gear pump head was replaced. Reagent probes were replaced and adjusted. A system decontamination was performed. The investigation determined the issue was resolved by the service actions, but a specific root cause could not be determined.

Manufacturer narrative:
The calcium reagent lot number was 898956. The reagent expiration date was requested, but not provided. A hardware check was performed and it failed. The reaction cells had condensate on them and it was not clear if they were drying appropriately. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 1.66 mmol/l. The result did not agree with the patient's clinical status, so the sample was repeated. The repeat result was 2.34 mmol/l. The repeat value was deemed correct.